Event description:
Customer reported that she had unexplained high blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 1600 mg/dl when paramedics arrived. Customer reported that she was in a diabetic coma and her neighbor called the paramedics. Customer stated that she had a bone density scan while wearing the insulin pump. Customer stated that the insulin pump was not working correctly, it was unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.